Event description:
On (B)(6) 2022, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis ccpd for renal replacement therapy (rrt), was diagnosed with peritonitis on (B)(6) 2022. No additional information provided during intake. Follow-up with the patient¿s home program manager (hpm) revealed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain, nausea, vomiting, and fever. A peritoneal effluent fluid culture and cell count (wbc¿s elevated, result unavailable) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). However, when the cultures returned positive for pseudomonas on (B)(6) 2022, the vancomycin was discontinued, and the patient was prescribed ip meropenem (dose not provided) for 14 days. The hpm attributed causality to multiple breaches in sterility during a post-hospitalization home safety evaluation including, not cleaning the shower head and an overall unkempt residence. The patient was reeducated and continues to perform ccpd at home utilizing the same liberty select cycler as before. The pdrn reported the events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient was discharged on (B)(6) 2022 and is recovering from the events..